Manufacturer narrative:
The investigation confirmed the reported breakage. Review of the manufacturing records identified no anomalies. The investigaiton could not draw any conclusions about the root cause of the fracture. Based on the investigation findings. The need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to fracture of the femoral stem.